Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
The lens was explanted (B)(6) 2018. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.0/+2.0/108 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon notes excessive vaulting, significant reduction of irido-corneal angles (ica), and administration of acetazolamide 250 mg. The status of the eye on (B)(6) 2018 is listed as very narrow angles, the icl is pushing forward the iris, no flare or pigment in anterior chamber, the patient is asymptomatic and happy with her vision. In the surgeon's opinion, the cause of this event is that the icl is "big for this patient." Reportedly, the lens remains implanted.